Manufacturer narrative:
H10: the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. No other objective evidence was returned for review. Therefore, the investigation is inconclusive for the alleged self activation. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1410 maxcore allegedly self activated. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was a 42-years old female; however, the weight was unknown.

Manufacturer narrative:
The lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. No other objective evidence was returned for review. Therefore, the investigation is inconclusive for the alleged self activation. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1410 maxcore allegedly self activated. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) years old female; however, the weight was unknown.